Event description:
(B)(6) study. It was reported that a cerebral vascular accident occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the closure device with complete laa seal and deployed device diameter of 17.6 mm. Prior to the procedure, aspirin was administered. After the implant procedure apixaban was started, while aspirin and clopidogrel were continued. On (B)(6) 2019, the patient was discharged home. On (B)(6) 2021, the patient experienced right upper extremity weakness and ataxia. They had difficulty in controlling the right upper extremity. On (B)(6) 2021, the patient presented to the emergency department with complaints of dizziness, being off balance and right upper extremity weakness. The patient also reported having bilateral occipital pain to palpation as well as sinus tenderness and several bouts of emesis in the past two days. At the time of event, the patient was on aspirin and clopidogrel. The initial assessment of the patient confirmed a possible cerebral vascular accident. The patient was admitted to the hospital for further evaluation and management. A CT head without contrast revealed stable examination without any acute intracranial findings. Neurology and physical therapy were consulted and planned to continue neurological assessments every two hours until 24 hours and then review every four hours. On (B)(6) 2021 the electroencephalogram (eeg) report revealed normal eeg, no focal, lateralized, or epileptiform features were seen. However, a repeat study with clinical correlation was strongly recommended. The patient reported a large return of their strength in their arm compared to the onset date. A repeat CT head without contrast revealed no changes since the previous days examination, moderate chronic small vessel ischemic changes on the white matter, moderate right cerebellar hemisphere infarct with associated encephalomalacia but no acute hemorrhagic infarct. On (B)(6) 2021, the patient reported no dizziness, lightheadedness, chest pain or shortness of breath and improvement in their left arm movement. The event was classified as an ischemic stroke. The same day, the patient underwent a carotid duplex study that revealed, less than 50% stenosis of the right common carotid artery and left common carotid artery. The echocardiogram with contrast reveled mildly dilated left atrium with no thrombus. On (B)(6) 2021, the neurologic examination revealed slowly improving strength in the patients right upper extremity. On the same day, the cerebral vascular event was considered resolved. The patient was discharged home and they were advised to continue physical therapy, follow up with their primary care physician in 1 week with repeat blood work and follow up with neurology.